Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. E.1 initial reporter addr 1 - (B)(6).

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the main drawer 3 half-height cubie was failed to stay closed. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-sep-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half-height cubie drawer failed. A field service engineer went onto the site, powered down station, removed back panel, checked in back of 4.2, latch sensor was not seated, sensor had fallen out of latch mount, removed latch mount, inserted sensor, put latch mount back in drawer, closed back panel, powered on station. The system functioned as intended after the field service engineer resolved the issue. E.1 initial reporter addr 1: 1215 e michigan ave jerome st receiving.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the main drawer 3 half-height cubie was failed to stay closed. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.